Event description:
The facility representative reported broken doors #1 and #2 before use. Although baxter attempted to obtain information, details were not available regarding additional contact information. According to the facility representative, no patient injury or medical intervention had been reported related to the device. No additional information is available.

Manufacturer narrative:
Evaluation summary: the device has not yet been recevied for evaluation. When the pump is received for evaluation, a follow up report will be filed upon completion of the evaluation or if additional information becomes available.